Event description:
The information received from the affiliate states that the stent failed to deploy after several attempts by the physician. The age and gender of the patient is unknown. The target lesion was the renal artery (side unknown). The target lesion was described as calcified. The rate of stenosis was 80%. The product looked normal when removed from its packaging and was properly inspected and prepped. It is unknown if there was any difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. There was no difficulty advancing the device over the guidewire to reach the vessel. Negative pressure was applied to the balloon prior to insertion. When the device did reach the lesion, the physician attempted to deploy the stent, but the balloon would only partially expand. The inflation device used is unknown. The contrast to saline ratio was 25:50. There was no indication of a balloon burst, and the connection of the inflation device and the luer hub was tight. The physician then changed to another device to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a calcified 80% stenosed renal artery lesion, when attempting to deploy the palmaz genesis on optapro (pg2480ppx/r1008075), the balloon would not expand. There was no indication of balloon burst and the connection of the inflation device and luer hub was tight. The device was changed to another device to complete the procedure without patient injury. The product appeared normal when removed from its packaging and was properly inspected and prepped. Negative pressure was applied to the balloon prior to insertion. The contrast to saline ratio was 1:2. It is unknown if there was any difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. There was no difficulty advancing the device over the guidewire to reach the vessel. The inflation device used is unknown. The product was returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non sterile palmaz genesis on opta pro 8.0mm x 24mm, 135 cm was received coiled inside of a bag. The balloon does not present evidence that it was inflated or deflated, however the hub has residues of some liquid, the stent does not present any damaged and it was not expanded. No other anomalies in the device were observed. The balloon and stent were viewed under microscope; the stent was not expanded and it does not present any kind of damage, also the stent presents with evidence of the nesting and crimping process. The balloon was not inflated. No anomalies were detected. An attempt was performed in order to inflate the balloon using an indeflator, the balloon was inflated at 10 atm without difficulty and during flushing, the stent was completely expanded, no anomalies were observed. The reported inability to inflate the balloon was not confirmed with functional analysis; no balloon inflation difficulty was detected during the analysis of this complaint. Although no conclusion can be made regarding root cause based on the available information, it appears that procedural factors contributed to the reported event. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer is related to the manufacturing process. Controls are placed in the manufacturing area in order to this kind of failure. Therefore, no corrective/preventive action will be taken.